Event description:
In 2008, the pt reported that she was experiencing occlusion (e4) errors with both of her infusion devices during basal and bolus delivery. Her blood glucose was elevated to 230 mg/dl and she injected 10 units of insulin to lower her reading to 156 mg/dl. She stated that she has changed the battery, insulin cartridge, infusion site and tubing. At the time of the report, the pt stated that the e4 was displayed as soon as the infusion device was placed in the run mode. To troubleshoot, the pt was instructed to disconnect from her infusion sie and to bolus, and e4 was displayed. The pt was instructed to remove the infusion tubing and she was able to bolus without error. The pt was instructed to attach an infusion tubing from another lot to the infusion device, and she was able to prime and place the infusion device in the run mode without error. She stated that she has noticed air bubbles in the insulin cartridge as a result of loosening the luer connection. She was sent replacement infusion sets. Upon follow up on the next day, the pt stated that she had not received any errors and her blood glucose had lowered. The pt called back on the same day, and stated she received another e4 and her blood glucose was elevated to 300 mg/dl. She disconnected from the infusion device and injected insulin to lower her readings. She was able to bolus without error when she removed the infusion tubing. She switched to her previous infusion device. She was sent replacement insulin cartridges and adapters. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.